Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: patient underwent primary tka (B)(6) 2012. Patient returned complaining of pain and instability to walk. Underwent revision secondary to instability and fracture of the polyethylene component from a cs to a ps. Femur and poly exchanged.